Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced cracks/holes/tears/slits to tubing or any other component. The following information was provided by the initial reporter: split/cracked around bag spike, found to be broken before use when packet opened quantity involved -1 sample available.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced cracks/holes/tears/slits to tubing or any other component. The following information was provided by the initial reporter: split/cracked around bag spike, found to be broken before use when packet opened quantity involved -1 sample available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/08/2020. Investigation conclusion: a 2420-0007 sample was received for investigation with residual fluid present within the line; no packaging was received with the sample, however the customer has reported the lot number to be 19123010. The customer indicated that the damage was identified within the sealed packaging, however the presence of residual fluid within the set suggests the damage would have occurred during clinical use. A visual inspection confirmed the customer's experience as the spike had broken at the base; the broken component appeared whitened with stress marks, which suggests the breakage may have occurred due to an external force. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19123010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have replicated similar spike breakages by inserting the spike into the insertion port at angle. This can lead to the spike being pushed into the side wall of the port, exerting a lateral force upon the spike which subsequently causes breakage. It is recommended that the spike is pushed straight into the port which ensures that it is not subjected to this effect. Bd has designed and chosen spike materials and processing methods that allow the spike to be inserted with enough force to be held securely, but still allow removal. All bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso 8536-4: "infusion equipment for medical use. Infusion sets for single use, gravity feed." A review of the customer feedback database indicates that reports of spike breakage are rare and have not been attributable to a manufacturing defect during previous investigations.